Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturers final investigation. Despite good faith attempts, the user culture results were not shared. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope tested positive for bacteria contamination. The issue was found after reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.